Event description:
It was reported that this patient with this electrode received inappropriate shocks in two separate occasions. Technical services (ts) reviewed and observed the signal amplitude was small along with intermittent t wave oversensing. The s-ICD was in primary vector and smart pass was on. The field representative did automatic setup in which all of the vectors failed except primary. The signal amplitude in primary was better while the patient was lying down. The field representative would discuss with the physician. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.